Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal compounded baclofen 3000 mcg/ml (dose 24 mcg/day), fentanyl 350 mcg/ml (dose 17 mcg/day), and clonidine 150 mcg/ml (dose 33 mcg/day) via an implanted pump. The indication for use was intractable spasticity. On (B)(6) 2015, the patient was in the intensive care unit and was getting too much medication. The symptoms came on suddenly. They wanted to lower the dose by 50%. Steps were reviewed to lower the flex programming 50%. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received from a healthcare professional reported the compounded baclofen lot number at the time of event was ndc#38779-0368-05. The other medications the patient was taking at the time of event included po or transdermal fentanyl patch, vitamin d, quetiapine, levothyroxine, sertraline, levetiracetam, ibuprofen, xanax, atenolol, and mirtazapine seasonique. The patient's allergies include penicillin, levothyroxine, sertraline, latex, iodine, and bactrim. The patient's medical history includes a 1994 traumatic brain injury, seizures, heart disease, hypothyroid, anxiety, scoliosis, anoxic brain damage, and paraplegia. The specific symptoms the patient experienced as a result of the event were unknown. The patient had the symptoms while in the hospital following routine pump replacement. The patient was in the hospital for a week after the replacement. The change of therapy issue was resolved. The patient is doing well at a dosing of 1725 mcg/day. The patient's dosing prior to replacement of pump was 4947 mcg/day.